Event description:
It was reported that the patient experienced drainage from the pocket site. Cultures were obtained due to a suspected infection and the patient was hospitalized. The absorbable envelope and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).